Manufacturer narrative:
A review of the complaint text in conjunction with the result logs from (B)(6) 2018 confirms the customer's observation. A review of tickets determined normal complaint activity for the new 6-point lot 89388fn00. A review of the complaint trending report did not identify any trends for the issue for the product. After reviewing the lots documented there is no evidence to suggest that the 2-point assay was used for testing. Historical performance in the field of the reagent lot 89388fn00 using world wide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the product quality history for the lot did not identify issues associated with the customer's observation. Labeling was reviewed and found to adequately address the issue. Variations in results could be observed as the antibody produced by the immune system is not a homogenous species. The immune response to hbv infection and vaccination results in a variety of antibodies to different hbsag epitopes with different affinities (e.g. Anti-a, anti-y, anti-d, anti- pres1 and anti-pres2) and avidities within and between individuals. Variations observed could also be related to several additional factors including reagent lot to lot, calibrator lot to lot, instrument to instrument, and sample handling. Based on the investigation no product deficiency was identified for architect anti-hbs, lot 89388fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. Patient information, patient identifier- multiple = (B)(6), age = (B)(6) years, sex = female; sid (B)(6), age = (B)(6) years, sex = female. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported (B)(6) architect anti-hbs results on two patients. The results provided: sid (B)(6), (B)(6) 2018 = (B)(6) /sid (B)(6) on (B)(6) 2018 = (B)(6); sid (B)(6) on (B)(6) 2018 = (B)(6); sid (B)(6) on (B)(6) 2018 = (B)(6). There was no reported impact to patient management.